Event description:
It was reported that the camera head had image issue. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was inspected onsite and it was found that the image disappeared temporarily. The device was returned to olympus for further evaluation and the customer's allegation was confirmed. The device evaluation found the following additional finding: watertightness failure. It is presumed that the camera cable unit failed, resulting in the inability to communicate normally and the image abnormality (color bars) occurred. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.